Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was in use on a pt and there was no pt harm. During eval, the MFR's service tech verified the reported problem. The service tech reported the device failed the remote alarm test and noted the remote alarm connector was loose. The service tech replaced the main pcb board to address the reported problem. Applicable final testing was completed and passed to specifications.